Event description:
Additional information received reported that the patient had a catheter replaced in 2002 and 2 pump replacements in 2003. One occurred in (B)(6) and the other one in (B)(6). The clinic did not have access to the reason for the replacements. Refer to manufacturer report #6000030-2013-00027 for details involving the patient's first pump.

Event description:
It was reported that the patient's pump "quit working". The patient went into severe withdrawals and was nearly "killed". It was noted that the battery had died on one of the patient's pumps, but it was unclear which one. Refer to manufacturer report #6000030-2013-00027 for details involving the patient's first pump. The drug used in this system was demerol.

Manufacturer narrative:
Product ID 8709, lot# j11277r26, implanted: 2002-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709, lot # j11277r26, implanted: (B)(6) 2002, explanted: unk; product type catheter.